Event description:
One month later we received new information that originally it was suspected the right ventricular lead fractured, however the physician reopened the device pocket and found it was not the lead itself that was attributing to the high impedances, it was a set screw issue. The physician tugged on both leads and the right ventricular lead seemed tight. The lead was disconnected from the pacemaker and connected to the analyzer and appropriate measurements were obtained. The lead was reconnected to the device and device based testing showed good impedances, threshold and sensing measurements. The system was rechecked the following morning and all everything appeared fine.

Event description:
Boston scientific crm received information that this right ventricular lead fractured. This was detected during a device interrogation which showed impedance measurements increasing up to 2080 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
The lead is scheduled for revision. Should additional information become available, this event would be updated.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated.